Manufacturer narrative:
The device manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having no external power alarms on (B)(6) 2025 in the morning and at night. The customer suspected an electrostatic discharge (esd) and was attempting to reproduce the alarms in the clinic. The mpu patient cable was found to be crimped in two spots, and the mpu was exchanged. Log files were submitted for review and captured the reported no external power alarms and multiple other associated alarm types, with some appearing to be caused by power to the mobile power unit (mpu) being briefly interrupted, potentially from a poor connection at the ac wall outlet. The others appeared to be caused by a possible problem with the mpu patient cable or an esd.

Manufacturer narrative:
D4 - UDI - correction manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via log file analysis. Data on 25mar2025 to 27mar2025 was reviewed. The controller event log file revealed low power hazard/no external power alarm event was intermittently active on (B)(6) 2025 (between at 22:25:28 and 22:37:41), on (B)(6) 2025 (between 9:24:15 and 9:26:59) and on (B)(6) 2025 at 6:43:35. The alarm activated due to a power loss from the mobile power unit (mpu). The system reverted to the internal 11v backup battery for power and was unaffected by the power loss to both power cables. Additional information reported there was damage on the patient cable and mobile power unit (serial # (B)(6) was replaced. Additional information was requested regarding the event and product return; however, the information was not provided. A root cause of the no external power alarm and the reported damaged patient cable could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.